Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the biopsy/instrument port came apart when removing the adapter from the oes cystonephrofiberscope. No patient harm reported. Similar issues occurred with the device on three (3) other occasions. The scope has been repaired by a non-olympus company on two (2) occasions. This complaint is related to patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that excessive force was applied to the channel port and it broke when detaching the adapter. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "oes cystonephrofiberscope cyf-5/cyf-5a. Chapter 9 storage. 9.1 storage. ¿ prior to storage, detach all removable parts from the endoscope." Olympus will continue to monitor the field performance of this device.